Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by replacing the pump, and the customer switched to an in-warranty pump.